Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an emergency follow-up, the elective replacement indicator (eri) was observed on the pacemaker following multiple shocks from a medtronic ICD. Technical support was contacted, and stated the eri alert was likely false and may have been caused by the shocks the medtronic ICD provided. Surgical intervention is anticipated. The patient was stable with no adverse consequences.